Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced hypoxia (respiratory failure) requiring prolonged hospitalization. There was no defect of the catheter. A decrease in spo2 was noted. Respiratory management by extracorporeal membrane oxygenation (ECMO)/ intra-aortic balloon pump (iabp) was performed. The physician's opinions on the relationship between the event and the product was that there is no relationship with the product. There were no abnormalities observed prior to or during use of the product. Additional information received indicated the adverse event was discovered during use of biosense webster products. The outcome of the adverse event was reported as fully recovered. Patient required extended hospitalization because of the adverse event.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30886523l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).